Event description:
It was reported that the external pulse generator (epg) quit during use. The epg was immediately replaced with another. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).